Manufacturer narrative:
(B)(4): eval summary - the sess was returned with the distal outer sheath retracted proximal to the tip and the rack (within the handle) was also retracted indicating an attempt to deploy the stent. The stent implant was partially expanded by five strut rows. The handle was in a locked position which was most likely relocked after the incident. There were multiple kinks protruding deep into the inner member braiding and multiple kinks were also located under the strain relief tubing. Factors that can contribute the multiple shaft kinks include, but are not limited to, rough handling during mfg, insufficient support removal of product from the dispenser coil, insufficient support during preparation, pt anatomy, lesion tortuosity, or insufficient support during use. No discrepancies were reported or observed by the account during the preparation and inspection of the product prior to use. A pre-existing kink in the shaft would likely have been detected during an instruction for use (IFU) directed preparation and inspection of the product. A kink can prevent the retraction of the distal sheath and thumbwheel rotation. During eval testing, the thumbwheel could not be rotated due to the multiple kinks. No specific cause for the failure to deploy was identified and no mfg quality deficiencies were observed. The reported incident appears to be procedural related. A review of the finished product's lot history record (lhr) did not reveal any non-conforming material record (ncmr) associated with this lot. Product performance engineering will monitor the incident circumstances. During mfg all sds are 100% visually inspected for shaft damage prior to loading into the dispenser coil and 100% functionally tested for thumbwheel rotation.

Event description:
Device malfunction: failure to deploy, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was initially reported that during an interventional procedure, the absolute stent did not open. There was no adverse pt sequela reported. Although requested, there was no additional info provided. However, eval of the returned device revealed the stent implant was returned with 5 rows partially expanded and with blood confirming use in the anatomy.